Event description:
As the doctor was putting the catheter over the 0.014 wire, it was noted that the end of the catheter (transducer tubing) had become completely separated from the rest of the catheter.

Manufacturer narrative:
A physical inspection of the device was performed by a team consisting of mfg engineering, r&d, and qa. The device was received in two pieces. The point of separation is at the junction between the proximal shaft and distal tip, approx 32.2 cm from the distal tip. There were no portions determined to be missing from both pieces. The wall thickness (at its thinnest point) at the area of the break is .00305". The drive cable was kinked in the area of the fracture, approx 29.3 cm from the tip of the drive cable. The catheter body had been severely bent at the point of fracture, damaging the cable. There were no observed process or workmanship defects noted on the wire. There is no observed evidence to conclude that the wire is out of specification. The device history record was reviewed and there were no nonconformance that could have lead to the reported failure. Although there was no pt impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification.